Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer stated that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was not impacted. Reportedly, the customer would continue to use the pump for insulin therapy.